Event description:
Three positive advia centaur cp troponin ultra results were generated in the lab and were not reported to the physician. Upon re-test the troponin ultra results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin results.

Event description:
Three positive advia centaur cp troponin ultra results were generated in the lab and were not reported to the physician. Upon re-test, the troponin ultra results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin results.

Event description:
Three positive advia centaur cp troponin ultra results were generated in the lab and were not reported to the physician. Upon re-test the troponin ultra results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument indicates that the cause for the discordant troponin ultra result was due to a build up on the stem of the sample syringe. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument indicates that the cause for the discordant troponin ultra result was due to a build up on the stem of the sample syringe. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument indicates that the cause for the discordant troponin ultra result was due to a build up on the stem of the sample syringe. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.